Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed in 2009. According to the complainant, after introducing the colonoscope into the patient, the forceps was successfully passed through the scope. Two samples were successfully retrieved. However; on the third pass, the forceps jammed at the distal end of the scope. The scope and device were removed from the patient. The device was forcibly removed from the scope. Upon examination, it was found that the housing below the biopsy cup was severely twisted. The procedure was completed utilizing another scope and a different device. There were no patient complications reported as a result of this event.